Event description:
It was reported by the manufacturer's clinical specialist that during the implant procedure, the physician was "pushing and pulling too fast" from the safe sheath valve which occurred "outside the body." It was further reported that the "pushing and pulling" stretched the coil. An implant attempt "to the level of the superior vena cava" was reported, but the lead was explanted and replaced with another 6947 lead. Based on follow-up, it was further reported the next morning, the patient had a post operative chest x-ray and all lead positions were unchanged. The patient was complaining of shortness of breath and ventricular tachycardia episodes were observed on the monitor. The patient coded and the echocardiogram done during the code showed no evidence of cardiac tamponade. The nurse was called to interrogate the device during the code, but the physician decided not to interrogate and CPR was continued for "at least 30 minutes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted, blood in/on helix/lobe mechanism. Full lead was returned and analyzed. The patient was made "do not resuscitate (dnr)" and ventricular tachycardia and ventricular fibrillation detections were disabled. The physician reported cause of death as pulmonary embolism. There was no autopsy performed and no allegation from a health care professional that the death was device or lead related.